Manufacturer narrative:
E1: facility name "infusystem inc - northwell cancer institue at riverhead" neither sample nor pictures were received for the analysis of this complaint. The device history record of reported possible lot numbers 4072206 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device exhibited a downstream occlusion alarm while priming. Per reporter they had not used the 250ml cassette for some time. They had trouble getting the cassette to prime, they tried several times and re-installing before it primed. Clamps were open and they even tried swapping extension sets but were unsuccessful. There was no patient involvement, and no patient harm/adverse event reported.